Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited the nozzle had foreign matter. There were no reports of patient involvement.

Manufacturer narrative:
Corrected data: h6(health effect- impact code: removing ¿no health consequences or impact¿ and adding ¿no patient involvement¿). This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, nor presumed as there was no physical damage noted to the location of the foreign material and the reprocessing steps could not be confirmed to be in line with the instructions for use due to no information being provided. The event can be detected/prevented by following the instructions for use which states the detection methods in ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ and the prevention methods in ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ olympus will continue to monitor field performance for this device.